Event description:
It was reported that a customer's pump touchscreen was unresponsive. The customer's blood glucose level was recorded at 342 mg/dl, and ketones were measured at 1.4. There was no additional information regarding the resolution of the event.